Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "indications ¿ juvéderm® voluma¿ with lidocaine is an injectable implant intended to restore volume of the face. Method of use-posology ¿ prior to treatment, medical practitioners shall inform their patients about the product¿s indications, contra-indications, incompatibilities and potential undesirable effects/risks associated with dermal fillers injection and ensure that patients are aware of signs and symptoms of potential complications."

Event description:
Patient reported they were injected to the penis with unspecified juvéderm® voluma¿. Patient had ¿temporary results¿ but eventually had ¿no result from the first procedure.¿ one month later patient had additional unspecified juvéderm® voluma¿ injected to the penis. Patient ¿received no results¿ from the second procedure. Patient notes in both cases the filler lasted less than 2 weeks. Patient was informed by the injecting physician that some people ¿with high metabolism¿s can absorb the filler faster.¿ patient indicates they were not informed of this beforehand, nor were they informed that this ¿appears to be experimental.¿ patient also notes they did not receive ¿any medical paperwork for either procedure and felt cheated.¿ this is the same event and the same patient reported under MDR ID# 3005113652-2017-00621 ((B)(4)). This is the first MDR submitted for the first suspect product, unspecified juvéderm® voluma¿.